Event description:
It was reported that this pacemaker system demonstrated inappropriate mode switching due to far-field r-wave oversensing on the right atrial lead. The issue was identified during a clinic device check. Technical services (ts) suggested reprogramming options. The device was functioning as programmed, and no adverse patient effects were reported. This system remains in service.